Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing as a result of the minute ventilation sensor. The sensor related to minute ventilation was turned off. There were also abrupt changes in the ra pacing impedance measurements from 800 to 1,200 ohms. No adverse patient effects were reported.